Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified some signs of wear in the form of residue along the implant's exterior, but no signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015 information identified: applicable information can be found in the "warnings" and "potential adverse effects" sections. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Sterilization record review could not be performed, as the lot number associated with the reported product is not available. A complaint history review by item number was conducted for the (nioss511) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (peri-implantitis) or device (nioss511). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that peri-implantitis occurred with the implant. Tooth location 46.